Event description:
Patient reports (via social media) that for the past 7 weeks they have not been getting medication from the pump for days at a time and then all of a sudden the pump starts working again. All of the patient's pain was back and the patient was having withdrawal. The patient's doctor ran a pump test which showed no problems. A CT scan on the pump tubing was done and showed no problems. The pump print-out was not showing any "battery surges related to recall." The patient made an appointment to see a new physician about the pump. The new physician said the CT scan would not show a problem with the pump and that a dye test would have to be done. The patient was told by his prior physician that a dye test could not be done on the pump. The patient saw their original physician again and "still no progress." The patient states have "been suffering for 2 months now, with no help." The physician told the patient he could not replace the pump. The patient's pump had "failed 2 times before" (see manufacturer's report numbers 3007566237-2013-00566 and 3007566237-2013-00567 for the patient's 2 prior pump failures). The patient's "biggest worry" was that "the next time, luck will not be on my side." The complaint came in via social media; no follow-up is possible at this time due to lack of contact information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).